Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device shut off without first providing an error or alert message. On (B)(6) 2022 the customer woke up experiencing elevated blood glucose symptoms of dizziness, dry mouth, vomiting, and unable to stand up. The customer did not test their blood glucose at this time, but called for an ambulance. The blood glucose result and treatment given by the emt's was not provided. The ambulance transported the customer to the hospital. The hospital treated the customer for hyperglycemia, however the type of treatment given and blood glucose results were not provided. The customer was discharged from the hospital on (B)(6) 2022. Once returning home on (B)(6) 2022 the customer began feeling sick again with the same elevated blood glucose symptoms of dizziness, vomiting, headache, and weakness. The customer was transported back to the hospital and admitted for high blood glucose. The blood glucose results and treatment given were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.